Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the distal left anterior descending artery. A 2.75x24mm promus element drug-eluting stent was advanced but failed to cross the lesion due to severe stenosis. When the device was removed, it was noted that the stent struts were slightly lifted. The procedure was completed with a different device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 2.75x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the distal left anterior descending artery. A 2.75x24mm promus element drug-eluting stent was advanced but failed to cross the lesion due to severe stenosis. When the device was removed, it was noted that the stent struts were slightly lifted. The procedure was completed with a different device. No patient complications were reported and patient status was stable.